Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient had an open repair elephant trunk procedure prior to stent graft implant. The talent captivia was implanted in the patient without issue. It was reported that there was an unknown endoleak coming from the area of the junction of the elephant trunk and talent graft intersected. It was not an apparent type I endoleak or type IV endoleak. The physician implanted another talent captivia inside of the first talent captivia however the endoleak did not resolve. The open repair for the elephant trunk was not closed therefore the physician elected to wrap of the bypass and stent graft with umbilical tape and the unknown endoleak resolved. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (cause is unknown, unknown interaction with other manufacturer's device (elephant trunk). Evaluation, conclusion: (cause is unknown, unknown interaction with other manufacturer's device (elephant trunk).